Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an eye procedure on (B)(6) 2019 and suture was used. During the procedure, the suture just broke in half as if someone cut it. Case completed with another device of the same product code. There were no patient consequences reported. No additional information was provided.